Manufacturer narrative:
Approximate age of device: 12 months. The lvad currently remains implanted in the patient but is not in use. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Although the report of power elevations, low flow and low speed hazard alarms, and motor stoppages were confirmed through the evaluation of the submitted system controller log file, the report of thrombus could not conclusively be determined through this evaluation. A full analysis of the device could not be conducted and a root cause for the reported event could not conclusively be determined because the pump was not available for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a computed tomography angiography with gated acquisition and her outflow was clean; however, it was suspected that her pump was going to stop soon. Thrombus was suspected on the rotor given her pump values. A low flow/low speed hazard alarm was reported. Patient underwent a swan-ganz catheterization and echocardiogram to consider if inotropes needed to be empirically started. A log file submitted to the manufacturer for review contained 221 pulsatility index events with many power elevations and a pump stop event causing low flow alarms. On (B)(6) 2015, the patient's device was turned off and her driveline was clipped beneath the skin. Patient will be transferred to rehab and is not on any inotropes and is feeling well.